Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse cleaned and lubricated all transverse rails, rebuilt the sampling syringe and the rinse block and performed probe alignment, resolving the control recovery issue. Failure mode related to the high rbc, hct and plt recovery was related to the hardware parts and alignments completed by the fse. (B)(4).

Event description:
The customer reported to beckman coulter (bec) obtaining high out of range results for red blood count (rbc), hematocrit (hct) and platelet (plt) on controls on the coulter ac t 5diff cp analyzer. No patient samples were run during the time period that the issue with controls was identified, and no erroneous results were generated. There was no change or effect to patient treatment in relation to this event. This MDR is to report the event occured on (B)(6) 2013. Please refer to MDR 1061932-2013-00958 which covers the event occurred on (B)(6) 2013.